Event description:
The customer reported that a vaginal hysterectomy was performed with the lf4318 device on (B)(6) 2014, and no issues were apparent during the surgery. On (B)(6) 2014 the patient went to the ER with discomfort, and was given an initial diagnosis of a urinary tract infection and sent home. On (B)(6) 2014 the patient was seen by the surgeon. At that time, a cystoscopy was conducted which revealed a small mucosal defect. On (B)(6) 2014, the patient was returned to surgery for an open procedure to repair the 2cm defect which was located on the bladder.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to this incident is obtained, a follow-up report will be submitted.